Event description:
Manufacturer's ref #:(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported issue was not reproduced on-site but the control pc board was replaced according to the recommendations in the service manual. System software was re-installed and the ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced part was disposed of at customer site. The evaluation of received ventilator logs confirms a single occurrence of the reported technical error codes during ventilator start. The technical error codes indicate disabled valves and a control pc board communication failure with the monitoring pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup, a technical alarm will be generated and ventilation cannot be started. Since no parts were returned for investigation, the root cause of the event has not been conclusively determined. However, earlier investigations performed concludes that the most likely root cause for the technical error codes that not is reproducible is emc disturbances. Only servo-I ventilators manufactured prior june 2005 have been observed to have this issue. Servo-I ventilators manufactured after june 2005 have an improved emc protection and an added sealing strip. The subjected ventilator was manufactured in february 2002.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and a communication error. There was no patient harm. Manufacturer's ref #: (B)(4).